Event description:
It was reported that a caregiver observed progressive low blood glucose after a dinner announcement while using the ilet, with values decreasing from the 160s mg/dl to a confirmed 68 mg/dl despite oral carbohydrate intake, and expressed concern that the device was delivering too much insulin; the system reportedly reduces and can suspend insulin in response to low or falling cgm glucose. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact requiring self-treatment with oral glucose and food, without medical intervention or hospitalization. Investigation included customer support triage, review of reported glucose trends, and education on automated insulin modulation for impending hypoglycemia. Investigation of this case revealed no device alarms or malfunctions reported and no confirmed hardware or component failure, with the event consistent with hypoglycemia of unclear cause shortly after resuming therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.